Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was in clinical use when the issue occurred; the diagnostic procedures was performed by the customer and procedure was completed as planned by using another system. The philips remote service engineer (rse) inspected the system remotely and confirmed that the system displayed that x-ray was not possible due to an issue with the tube. Review of the system log file showed that there was no connection between suite pc and generator. To resolve this issue, fse went onsite and replaced xsc certeray in the generator. The defective part was returned to philips for analysis and found that the 24v power supply was defective because of a short circuit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system displayed the following message: "x-ray not possible, tube problem.". No harm was reported to philips. Philips has started an investigation of this complaint.